Event description:
It was reported that during a lead revision surgery on (B)(6) 2023 [related manufacturer number: 1627487-2023-04237], in which the physician performed a laminotomy, the patient lost suppression in their nerves causing the procedure to be aborted and the lead removed. It was also reported that the patient underwent a surgical intervention on (B)(6) 2023 wherein a new lead was implanted. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.